Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced palpitations since (B)(6) 2023. The arrhythmia did not result in clinical compromise. Atrial flutter-associated tachycardia would have followed. The patient had a heart rate of 138 beats per minute. The symptoms subsided with anti-tachycardia pacing of the cardiac resynchronization therapy device (crtd). However, since it occurred frequently, direct current was performed on the patient under sedation, and it subsided. Arrhythmia was observed pre-pump implant, but it disappeared after the implant. The arrhythmia in this event was thought to not be related to the device. The patient was implanted with an implantable cardioverter-defibrillator (ICD) prior to the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient was admitted on (b)(7) 2023 for sustained supraventricular arrhythmia which needed direct current cardioversion or defibrillation. The patient was started on anti-arrhythmic medication. The doctor's opinion about the relationship between the event and the device was not related because of the patient's primary disease. The patient was discharged on (B)(6) 2023.